Manufacturer narrative:
This device is classified as import for export; therefore, 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the ccd shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide cable buckled, the operation channel leak, the insertion flexible tube (ift) cut, the distal body worn out, and the suction channel kink; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).